Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/092016, that on (B)(6) 2016, the receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. Functional testing could not be performed because the receiver would not turn on. The receiver was opened up for an internal inspection. It was found that the printed circuit board assembly had a defective u4. The reported event that the receiver ceased to function was confirmed. A root cause was determined to be the defective u4 on the printed circuit board assembly.